Event description:
Event description cpi received information that this bipolar lead was removed due to dislodgement. One day after the implant an invasive procedure was performed to reposition this lead, the physician was unable to reposition, therefore he elected to remove the lead. The physicians manual 352527-003c, page 15 lists displacement as an adverse effect of the lead.